Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2020-33436 1627487-2020-49255 1627487-2020-49256. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2020 wherein one lead and anchor were repositioned. The second lead and anchor were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.